Event description:
System error 2240 message appeared on the display of the home patient's homechoice machine during drain 1/4 of her automated peritoneal dialysis therapy. Reportedly, an unused supply line was not clamped during therapy. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient completed therapy with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.